Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix vented, high-volume inlets had leaked due to the white inlet clip (slip connector) disconnecting from the clear inlet tubing. This was observed during compounding. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (add code), h11. H4 device manufacture date: march 2025. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: two (2) actual devices were received for evaluation. Unaided visual inspection was performed and no defects were observed. Functional testing was performed by installing the devices onto an in-lab valve set; leakage was observed while performing the set-up wizard steps and the direct entry compounding cycle. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.